Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be cascading effects of the reported slda. Mr is known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024 that the patient presented with grade 4 mixed mitral regurgitation (mr), bi-leaflet prolapse, annulus dilation and enlarged atrium for a mitraclip procedure. During the procedure, two mitraclips were deployed successfully. The mr was reduced to grade 1 post procedure. On an unknown day, one mitraclip xt had single leaflet device attachment(slda) from the anterior leaflet. Recurrent mr of grade 4 was reported. On (B)(6) 2026, a re-interventional procedure was performed. Additional mitraclip was deployed to stabilize the slda clip. An attempt was made to deploy another xtw clip but was not implanted due to high mitral pressure gradient. The clip was removed from the anatomy and the procedure was terminated. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.